Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31309100m and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a decanav electrophysiology catheter and the patient experienced cardiac perforation that required extended hospitalization. It was reported that the decanav electrophysiology catheter perforated the left atrium, probably at the base of the left atrial appendage. The physician noted an effusion on intracardiac echocardiography (ice) with the soundstar catheter. They stopped heparin and there was no change in blood pressure. The procedure was aborted. The patient got a formal interoperative echocardiogram (echo) which confirmed the effusion but no tamponade so there was no pericardiocentesis required. The patient remained stable throughout. What lead to the discovery of the event was that the decanav electrophysiology catheter left the left ventricle (lv) map, it happened when she was trying to cross the valve, it went outside of the endocardial map and appeared to be epicardial on the map. There was no medical intervention required, they basically stopped heparin, pulled the catheters back and monitored. The patient's last known status was stable. Additional information was received. A transseptal was performed with a baylis versacross rf wire and fixed sheath. The physician's opinion on the cause of the adverse event was the procedure. The patient fully recovered; however, required extended hospitalization.